Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms, and intermittent capture despite maximum device outputs. Additionally, lower sensing measurements were observed. A revision procedure was performed and the lead was found to be fractured due to clavicular crush. The lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse patient effects were reported. This product issue will be re-evaluated if additional details are received.